Manufacturer narrative:
The pdm was thoroughly evaluated and no evidence of any damage or manufacturing deficiency was found and would have directly caused or contributed to erroneous bg results. Testing performed on the bg meter confirmed that all bg readings were within the specified tolerance limit. Per the omnipod user guide, the user is instructed to confirm bg readings with another device before taking any action. In addition, the user is instructed to check their bg levels frequently, so they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.

Event description:
The customer stated that he ended up with the hosp due to "problems with the bg device". When he first checked, his bg's were 100 mg/dl; upon arriving at the hosp, however, his levels had risen to 348 mg/dl. The pdm will be returned for eval.